Event description:
It was reported that a system error alarm occurred on the homechoice machine (no details provided). There was no patient involvement. No additional information is available at this time. This is report one of two involved in this event.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the homechoice machine was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. Full functional testing, electrical safety testing , calibration and simulated therapy was performed with no additional defects and malfunctions were found with the device. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.